Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is the first complaint of it's kind for this device. The quickfix staple is a very small staple and if the proper size staple was used, this device does not require excessive force to insert. Several guidewire sizes are provided to assist in proper bone prep prior to inserting the staples. If the surgeon was experiencing a lot of force to insert, per the surgical technique, a larger guidewire size should have been used. A most likely cause of the event is improper bone prep. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in the patient.

Event description:
It was reported that when the quickfix staple was used for an akin osteotomy, the lateral cortex broke on insertion of the staple. They used another staple to fix the lateral cortex.